Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was activated with a known good reader to perform linearity test and the linearity test successfully activated high and low glucose alarms. This issue is not confirmed. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and subsequently the customer experienced seizure. Customer was injected with glucagon by a third party. There was no report of death or permanent injury associated with this event.